Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt was admitted to the hospital with heart pump alarms. On (B)(6) 2012, the pump stopped for 20 minutes, though the pt was stable throughout. The pt was taken to the operating room for a pump exchange. During the pump exchange, it was noted that the pump head was rotated 90 degrees.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. The attached user facility report was received from the intermacs registry. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.